Manufacturer narrative:
The unit passed the functional testing, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, and excessive no delivery test. The unit had broken battery tube threads, a minor scratched display window, a cracked reservoir tube, a cracked reservoir tube window, and a broken reservoir tube lip.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 around 6 pm for hyperglycemia and diabetic ketoacidosis. The customer's blood glucose levels are unknown. The customer was in the intensive care unit for four days and was released after six days. The customer stated that her insulin pump's reservoir and battery compartments were chipped. Troubleshooting was declined. The product has been returned. Nothing further was reported.